Event description:
The reporter stated, that the surgeon attempted to insert a visian icl (implantable collamer lens) model micl 12.6mm and the lens wouldn't move properly in the injector and the surgeon removed the injector from the eye and ejected the lens onto the sterile field and a piece of a haptic was torn off and missing. There was patient contact with the injector but not the lens. A suture was used in the seleral tunnel to close the incision. The lens was the replacement lens for another micl lens. See manufacturer report number 2023826-2008-00410 for the other incident.

Manufacturer narrative:
A work order search was performed for similar complaints within the search and no similar complaints were found.